Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported an infection at the insertion site. She stated there was a bump in the skin surrounded by redness that was hot to touch. Treatment included antibiotics; there was no specific diagnosis. The pod was worn between 24 and 36 hours.